Event description:
Information provided from staff was the balloon (dissector) did not open properly causing the staff to use a different set. Non-latex version was the one that malfunctioned. Staff opened a latex version and it worked fine for case. No patient harm occurred.